Event description:
Pt had an x-ray of his shoulder at radiology department of the hosp. During the procedure, while lying on the table, he felt an "electric shock" all over his body. After this event, the implanted pulse generator failed to work. Equipment in the radiology suite was examined and tested, and no malfunctions were found.

Manufacturer narrative:
03/25/1998: h6-primary finding of this device revealed no significant anomalies with the device, although there was no output or telemetry most likely due to normal end of life.